Event description:
Boston scientific received information that this physician contacted boston scientific's technical services (ts). According to the physician, the patient's device was generating beeping tones. The device was interrogated and a low voltage alert (voltage too low for projected remaining battery capacity) was displayed. Ts discussed the issue and recommended that the device should be replaced. Ts suggested that a save-to-disk or memory upload may help facilitate the scheduling of the replacement procedure. Additionally, if the alert was detected on the patient's monitoring system, an analysis of the monitoring system's stored data could also be undertaken. A memory upload was performed by the physician and the data was sent for analysis by in-house engineering. The low voltage alert was declared in (B)(6) 2014. The most recent recorded battery voltage is 3.023 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the estimated daily device power fluctuations were estimated. To date, the power appears steady; however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Subsequently, the patient was presented back to the electrophysiology (ep) laboratory. The device was successfully explanted and replaced. The device is en route to boston scientific for laboratory testing.

Event description:
The device was returned to boston scientific for laboratory testing.

Manufacturer narrative:
Upon return, the device will undergo detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.